Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.4-11.2cm from the distal end of the rv shock coil. The etfe coating was intact at this location. Insulation damage was noted at 34.5-35.0cm from the distal end of the rv shock coil consistent with clavicle crush damage. The inner coil was exposed and fractured at 35.0cm from the distal end of the rv shock coil. This is consistent with the observation from the field of high pacing lead impedance and high capture threshold.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that increasing pacing lead impedance, increased threshold and externalized conductors were observed. The lead was explanted and replaced.